Event description:
It was reported via phone call that the customer had blood glucose levels of 41 mg/dl, 54 mg/dl, and 81 mg/dl. Troubleshooting was declined. Customer stated they had low blood glucose levels due to not eating. Treated with food.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.